Manufacturer narrative:
H.6 investigation summary: material #: [367819] lot/batch #: [2306754] bd received two customer photos for review and analysis. After review and analysis of the customer photos, the entire hemogard shield was damaged. Therefore, bd is able to confirm the customers reported defect of disfigured product/component additionally, 30 retain samples were subjected to a visual inspection for disfigured product/component (damaged hemogard shield). 0 of 30 samples failed. Therefore, bd is unable to duplicate the customer¿s reported defect from retain testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor to the disfigured product/component. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® serum / cat blood collection tubes that there was a broken lid. Cap. The following information was provided by the initial reporter: the customer reported that the tube shield was damaged.